Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, iol was ejected with the haptic torn. Lens was explanted and replaced with another lens during the initial procedure. No health damage to the patient.

Event description:
Additional information was received by stating, the plunger advanced under the iol and a part of the lens remained inside the device but one haptic was inserted into the eye with broken. Due to this, the haptic part was removed from the eye and replaced with same model company iol during the initial procedure.

Manufacturer narrative:
Additional information has been provided in b.5., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the device and is advanced under the iol. The majority of the iol is advanced at mid nozzle and is damaged. The remaining optic and one haptic is returned in an unknown sealed pouch. We are unable to determine the root cause for the reported complaint "haptic was torn, plunger advanced under the iol". Plunger underride and iol damage was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (23 degreec / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. As per the IFU (instructions for use), the lens should be inspected at the pause location prior implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).